Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the director of nursing at [hospital] called to inform us of a ca500 clip applier event. Per contact, the clip applier was working fine for the first 5 activations. After the fifth activation, the device seized to load anymore clips. A new clip applier was opened to complete the case without issue. There was no patient injury and the device is available for return. Product available for return. Patient status: no patient injury. Intervention: grabbed a new one to complete the case

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: the director of nursing at [hospital] called to inform us of a ca500 clip applier event. Per contact, the clip applier was working fine for the first 5 activations. After the fifth activation, the device seized to load anymore clips. A new clip applier was opened to complete the case without issue. There was no patient injury and the device is available for return. Product available for return. Patient status: no patient injury. Intervention: grabbed a new one to complete the case.